Event description:
It was reported during patient use, the cardiosave intra-aortic balloon pump (iabp) had a power related issue. The iabp shutdown during therapy. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and noticed the broken connector. To fix the issue, the fse replaced the connector and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during patient use, the cardiosave intra-aortic balloon pump (iabp) had a power related issue. The iabp shutdown during therapy. No adverse event was reported.